Manufacturer narrative:
Based on the completed investigation, the root cause of why the adhesive residue remained in the device could not be definitively determined. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the technician indicated that there was adhesive residue on the insertion tube. The reason it remained on the device was not established. There was no patient involvement.